Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis. On (B)(6) 2013, the physician extended the stent graft system with two gore tag thoracic endoprostheses to treat a ruptured type b aortic dissection. The date and method by which the dissection was initially detected is unknown. On the same day, the patient expired. The reported cause of death was rupture of aortic dissection and disseminated coagulopathy. The physician indicated the patient's death was not attributed to the tag device or procedure.

Manufacturer narrative:
Additional tag components included in this report: tgu373720 / 9917370a; tgt3715 / 8813114. Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, and death.